Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, cracked case, scratched reservoir tube window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir will not lock into the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.